Event description:
During surgery dr was using coag in the spray mode to open the chest cavity. The doctor had just finished the opening and the nurse believes the doctor had the r/s valleylab pencil activated when the sponge caught fire. There was no patient injury. The esu was tested by the hospital biomed and was ok and was returned to use.